Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) insulation damaged prior to use. Investigation results: visual evaluation of the complaint device found the stylet inside the cannula and there were no bends or other deformities on the stylet. The introducer insulation (heat shrink) was found to be loose on the cannula, and the proximal end of the insulation was flared and accordioned. The length of the insulation was found to be out of specifications; however there was no obvious stretching/ necking down/ thinning of the insulation. The outer diameter of the insulation was measured at proximal, medial and distal positions; the medial and distal portions were out of specifications. The complaint that the insulation was too long was confirmed. The heat shrink was found to be loose on the cannula and the flare on the proximal end of the heat shrink was accordioned. It appears the operator(s) failed to properly apply the heat shrink during the assembly process. Additionally the final inspection was not performed properly. Therefore, the most probable root cause is manufacturing. There is an investigation in place to address this issue. A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was opened prior to radiofrequency ablation (rfa) of a kidney lesion on (B)(6) 2013. According to the complainant, when the device was removed from the packaging, the physician noted that the insulation was too long and was overhanging the needle. They physician decided to not use the device and the procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the heat shrink was loose and the flare on proximal end of the heat shrink was accordioned, therefore this is now an MDR reportable event.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode was opened prior to radiofrequency ablation (rfa) of a kidney lesion on (B)(6) 2013. According to the complainant, when the device was removed from the packaging, the physician noted that the insulation was too long and was overhanging the needle. They physician decided to not use the device and the procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the heat shrink was loose and the flare on proximal end of the heat shrink was accordioned, therefore, this is now an MDR reportable event.